Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., a.5., b.3., b.5., b.6., d.1., d.2a., d2b., d.4., h.4., h.6.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Later physician reported "pain, felt harder, firmer, misshapen and slightly painful to touch, capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. This record is for the right side. Device remains implanted.